Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they visited their dentist and provided a letter of recommendation. In the letter the dentist states their dental concerns and finding of the patient are class I (right) and class ii (left), 50% overbite, 7mm overjet. Due to the complexity of the patient's malocclusion it is recommended the patient discontinues with byte. It is recommended the patient complete orthodontic treatment with bands and possibly even traditional brackets. Clear aligners alone will not treat the malocclusion.